Manufacturer narrative:
(B)(4). The complaint panel and valve assembly of the neopuff is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a panel and valve assembly of an rd900 neopuff infant resuscitator had "faulty valve". There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint panel and valve assembly of the neopuff was returned to fisher & paykel healthcare (f&p) new zealand and was inspected. Results: inspection identified that the pressure valve was faulty. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A healthcare facility in the united kingdom reported that a panel and valve assembly of an rd900 neopuff infant resuscitator had "faulty valve". There was no patient involvement.